Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported perforation appears to be related to procedural conditions associated with the atrial septal puncture and possibly exacerbated by sgc insertion. Perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a perforation. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted, reducing mr to a grade of a 1+. However, the steerable guide catheter (sgc) was retracted into the right atrium (ra), tissue damage was observed around the atrial septum. The observed tissue damage is believed to be due to atrial septal puncture. However, it is possible that the sgc promoted it. No additional treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.